Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received software error detected alarm (pump error e53) and 'the hrm task did not grant motor power in reasonable time' alarm (pump error 82). No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarm and complete rewind. Pump passed self test and displacement test. Advised customer to replace pump as error table indicated that pump needed be replaced. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for alleged pump error 53 and pump error 82 alarms found on 7/3/2023. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thus. There were no pump error 53 or pump error 82 alarms during testing. A review of the pump history file shows on 7/2/2023 the following alarms occurred: two (2) pump error 53 (line number 5632 file number 2005) alarms (18:33 and 18:34) due to a software error. One (1) pump error 82 (linenumber 416 file number 16) alarm (18:33) was generated during bolus delivery due to race condition in the tvp (tone_vibro_player) which resulted in a corruption of the melody pattern - this is the sw issue. One (1) pump error 81 (linenumber 382 file number 16) alarm (18:33) was the consequence of pe82 since the motor processor does not ack a delivery related command from the main processor in 300 msec. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, serial number label peeling, and pillowing keypad overlay. Pump error 53 alarm is confirmed due to a software error. Pump error 82 alarm is confirmed due to a software error. Pump error 81 alarm is confirmed due to the pump error 82 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.